Event description:
It was reported that during a gastric sleeve procedure, on the second firing while using a gold reload, part of the staple line came apart. There were malformed staples. The surgeon stated that on one of the firings there was no resistance; the device closed very easily. A third device was used to complete the case with no patient consequence. Two devices are going to be returned for analysis because they do not know which device they had difficulty firing.

Manufacturer narrative:
Date sent: 07/07/2009. Information anticipated, but unavailable at this time.